Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a follow up in clinic and was checked for patient notification on the device. The interrogation revealed that the patient had no vibratory device alert. The device was checked with radio frequency telemetry for notification alert, which failed as well. The patient was put on remote home monitoring. No patient symptoms were reported.